Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the line power fuses had blown. Installed 2 15a fuses, performed rad and fluoro gain calibrations, and tested the system. The blown fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed following replacement of the fuses and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) would not power on, and the line power light was not illuminated. There was no patient present when this issue was identified.